Event description:
The customer reported multiple opcheck errors and that the knob failed to power the device off.

Manufacturer narrative:
(B)(4). The customer reported multiple operational check errors and that the knob failed to power the device off. The device was evaluated at philips. The symptom was verified/clarified as the device would lock up during opcheck. The issue was localized to corrupt software. The software was reloaded to resolve the issue.